Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-9215-1-03 batch number, 04512138, was received for evaluation. Visual evaluation noted that the tip was broken off. No functional testing was performed due to the damage to the device. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/27/2024, a sales representative reported via (B)(4) that an ar-9215-1-03 universal quick connect handle had the tip on the device below broken inside a guide during a case. The surgeon was able to use the backup handle and guide to complete the case with no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.